Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet bionic pancreas became unusable after being dropped in a dugout before a baseball game, resulting in a cracked touchscreen that could not be unlocked. Symptoms included no injury and no adverse glycemic symptoms, with blood glucose levels reported as unaffected. Outcomes included the user transitioning to backup therapy and a replacement device being arranged. Investigation included review of the event description and confirmation that data had synced prior to shutdown, with plans to evaluate the returned device. Investigation of this case revealed physical damage to the touchscreen consistent with accidental impact, rendering the user interface inoperable. It was concluded, based on previously established findings for similar reports, that the cause was user-induced accidental damage.